Manufacturer narrative:
G2. Foreign: mexico. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an internal part of the electrode came detached when changing the guide. The guide was changed and when removing it, a thin metal cable came detached and got stuck in the guide. The material that was stuck in the guide was analyzed and it was detected that it was an electrode cable. The lead was changed and the issue resolved. Additional information was received. Regarding the cause of the guidewire becoming detached, it was stated the cause was not determined, only when the doctor removed the guide to change it did it come with the wire. This was with a new patient during electrode navigation, and it was a device issue. The lead had not been tunneled prior to this. Information confirmed with the physician / account.